Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03940. It was reported that following a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension. The index procedure treated the 84% stenosed, 5x10mm target lesion located in the left proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm carotid wallstent. Following post dilation the residual stenosis was 0%. Prior to discharge, the patient experienced hypotension and was treated with medication. The next day, the event resolved without residual effects and the patient was discharged. Per the physician, the event was listed as "possibly related" to the filterwire ez and "probably related" to the carotid wallstent.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).